Manufacturer narrative:
(B)(4). No samples were received for evaluation. Received customer pictures. We have no further inventory of the materials/batches. The cause of the event cannot be determined.

Event description:
Customer states gel barrier issue. Photo of gold top are the tubes that clotted for 30 minutes and then were spun three times. Tech service advised that the photo of the red cap tube does not show gel issue, but most likely a fibrin clot.